Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) or rexh1308 showed no other similar product complaint(s) from this lot number.

Event description:
Placement normal. Attempted to remove line, felt resistance, line broke off with 7cm length still inside patient body. Had to snare line through femoral and jugular veins.